Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose was 40 mg/dl and 45 mg/dl. Customer¿s other blood glucose was 325 mg/dl, 368 mg/dl, 300 mg/dl and 386 mg/dl which was treated with sandwich and juice for low blood glucose. Customer¿s blood glucose was 326 mg/dl and customer was treated with bloused and then blood glucose was 160 mg/dl. Customer feels insulin pump was not working. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.